Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, implanted: (B)(6) 2007, explanted:(B)(6) 2009, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
The health care provider (hcp) reported the patient was diagnosed with dystonia and spasticity (2nd degree cerebral palsy). The device/catheter tip placement was at the 2nd cervical vertebrae (c2). It was noted that the hcp did not see the patient." In (B)(6) 2007, the consumer communicated via email to the hcp that they were dissatisfied with the baclofen therapy and wanted to discontinue intrathecal baclofen therapy and have the pump removed. The hcp recommended that the patient be weaned of the medication and wait several months for the explant. The hcp received communication from the patient's current hcp in alaska stating that the pump was to be refilled in (B)(6) (indicating that the patient had not shown up for the planned pump refill). No further information was known. It was reported by the user facility that the patient experienced severe spasticity. The nurse decreased the daily dose at the patient's home. The patient's current dose was 48 mcg/day of lioresal 1000 mcg/ml. The clinic had been weaning the dose down. They were limited in their attempt to wean the dose due to the concentration of the drug and the lowest rate the pump could deliver. The hcp stated the medication in the pump was changed to compounded baclofen (100 mcg/ml) and at the time, the patient was still receiving 48mcg/day. They planned on decreasing the dose at the next appointment. At the time, there were no plans to remove the pump. They were going to wean the patient off baclofen and put saline in for three months. At that point, they would determine whether the device would be removed or not. The consumer reported that six days after her device was implanted, the patient woke up at 3am screaming/having a fit, and the patient had ripped their hand open with their teeth. There was a possible "break through spasm" in jaw. The patient reported being hypersensitive to small changes. Increases resulted in overdose, being unstable neurologically, eyes glazed, and drooling to waist. The patient could not drink liquids and had to use a syringe. Decreasing would result in withdrawals. The patient would have events/fits, turn red, and their heart rate would shoot up. The patient would freak out and attack himself or anyone restraining him. The patient was recently diagnosed with urological dysfunction and autonomic dysreflexia. The consumer wondered if these fits may have cause the patient to hold urine or may be related. The concentration was changed multiple times. In (B)(6) 2007, it was recommended to explant the pump. It was noted that these changes in symptoms were sudden. The total system was explanted. The situation was resolved. The medication being delivered by the system was baclofen at an unknown concentration and a dose of 85 mcg/day. The lot number was unknown. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported the patient was diagnosed with dystonia and spasticity (2nd degree cerebral palsy). The device/catheter tip placement was at the 2nd cervical vertebrae (c2). It was noted that the hcp ¿did not see the patient.¿ in (B)(6) 2007, the consumer communicated via email to the hcp that they were dissatisfied with the baclofen therapy and wanted to discontinue intrathecal baclofen therapy and have the pump removed. The hcp recommended that the patient be weaned of the medication and wait several months for the explant. The hcp received communication from the patient¿s current hcp in alaska stating that the pump was to be refilled in (B)(6) (indicating that the patient had not shown up for the planned pump refill). No further information was known. It was reported by the user facility that the patient experienced severe spasticity. The nurse decreased the daily dose at the patient¿s home. The patient¿s current dose was 48 mcg/day of lioresal 1000 mcg/ml. The clinic had been weaning the dose down. They were limited in their attempt to wean the dose due to the concentration of the drug and the lowest rate the pump could deliver. The hcp stated the medication in the pump was changed to compounded baclofen (100 mcg/ml) and at the time, the patient was still receiving 48mcg/day. They planned on decreasing the dose at the next appointment. At the time, there were no plans to remove the pump. They were going to wean the patient off baclofen and put saline in for three months. At that point, they would determine whether the device would be removed or not. The consumer reported that six days after her device was implanted, the patient woke up at 3am screaming/having a fit, and the patient had ripped their hand open with their teeth. There was a possible ¿break through spasm¿ in jaw. The patient reported being hypersensitive to small changes. Increases resulted in overdose, being unstable neurologically, eyes glazed, and drooling to waist. The patient could not drink liquids and had to use a syringe. Decreasing would result in withdrawals. The patient would have events/fits, turn red, and their heart rate would shoot up. The patient would freak out and attack himself or anyone restraining him. The patient was recently diagnosed with urological dysfunction and autonomic dysreflexia. The consumer wondered if these fits may have cause the patient to hold urine or may be related. The concentration was changed multiple times. In (B)(6) 2007, it was recommended to explant the pump. It was noted that these changes in symptoms were sudden. The total system was explanted. The situation was resolved. The medication being delivered by the system was baclofen at an unknown concentration and a dose of 85 mcg/day. The lot number was unknown. If additional information becomes available, the event will be updated.